Event description:
Customer stated she "awoke to her arm hurting and removed the pod." Upon removal, she noticed there was puss at the site. Her doctor confirmed it was an abscess -- "about 2 cm deep in the tissue." She was treated with antibiotics. The pod was not returned for evaluation.

Manufacturer narrative:
The device was discarded and therefore unavailable for evaluation. We are unable to determine if any product condition contributed to the patient's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."